Event description:
The field service engineer (fse) reported problems with touch registering properly on sections of the screen. No patient involvement. Screen cleaned and performed touchscreen calibration but registers bad touch when performing calibration. The fse replaced the touchscreen. Touchscreen calibration was successful, and all areas of touchscreen registers touch. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened and a root cause analysis will be performed.